Event description:
A surgical team member was setting up for a procedure and opened the custom supply pack and noted that the prep kit's (which is packaged and sealed separately with in the pack) povidone/iodine solution had spilled and soiled the kit. Another prep kit was pulled from the shelf and used to properly prep the patient.